Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, drawer 6 was keeps failing. Pharmacy recovered three times but kept failing. The customer stated that this malfunction occurred while dispensing the medication which caused a delay to the patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 01-aug-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the drawer 6 was failed. A field service engineer found the station with the main full height drawer 6 failed, had the customer attempt a recovery, but the drawer began clicking and could not open, opened the back panel and used the red release lever to open the drawer, where the ball-bearing cage coming loose from the rails, removed the drawer and identified that the bumpers were missing, repositioned the ball-bearing cage correctly and replaced both rear bumpers. After reinstalling the drawer and rebooting the station, the customer was able to successfully recover the drawer and test the inventory with good results. The customer confirmed proper inventory operation for drawer 6. The system functioned as intended after the field service engineer repaired the device.